Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented for a routine generator change, externalized conductors between the svc and rv coils of the lead were observed via fluoroscopy. The lead remains implanted and active.